Manufacturer narrative:
Other applicable components are: product ID: 977c165, serial #: (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for lumbar radiculopathy and spinal pain. It was re ported that the patient had their implantable neurostimulator (ins) taken out because she could not get her pain regulated. The patient also mentioned that she got fed up with the ins and it was not working right for her. In addition, the patient¿s lead was left implanted. There were no reports of device issues or allegations. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2019. It was reported that the lead could not be taken out due to it being implanted in their spine. The patient was told by another neurosurgeon that they would get paralyzed and it was causing too much pain in besides their lower back. Lastly, the patient questioned if the stimulator was faulty. There were no further complications reported or anticipated.